Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6)2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).